Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen in recordings on atrial and ventricular channels and variable short rv interval counts starting on (B)(6) 2024. Lead trends stable. Recommended in-office evaluation of lead. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted (B)(6) 2025. Additional complaint of inappropriate shock. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen in recordings on atrial and ventricular channels and variable short rv interval counts starting on (B)(6) 2024. Lead trends stable. Recommended in-office evaluation of lead. Lead remains implanted. Should additional information be received, this file will be updated.